Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient on a social media post that complications occurred following a transcatheter valve implant procedure. The patient reported that they coded twice and experienced double heart block treated with an emergency permanent pacemaker implant.

Event description:
Additional information was received that cardiac arrest, unspecified heart block and the patient coding, occurred 4 days following the implant of the valve. The "double heart block" that the patient reported did not occur during the initial valve implant procedure. Per the physician, the cause of the cardiac arrest was due to heart block that occurred post implant.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient on a social media post that complications occurred following a transcatheter valve implant procedure. The patient reported that they coded twice and experienced double heart block treated with an emergency permanent pacemaker implant. Additional information was received from the patient reporting feeling sad and scared. The patient noted a blood sample was obtained at the scheduled 30-day post-operative follow-up appointment and the clinical data showed a platelet count of "26. Subsequent up to 40, now down to 35. Delayed thrombocytopenia tavr?". The patient seemed to question if the platelet levels were related to the transcatheter aortic bioprosthetic valve implant procedure and was questioning what treatment options were available, if any. The patient indicated answers have not been provided from the valve implant facility and the patient is seeking guidance.